Manufacturer narrative:
The problem was not duplicated, but a defective footswitch was found. After the replacement of that component, the laser system restarted to work. We are unaware about patient injury.

Event description:
The laser system has the following problem: "laser displayed mps no end of charge error when placed into ready mode".